Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The vertek arm with a non-fixed joint was replaced and the system then passed a system checkout. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the vertek arm instrument joint was not fixed. There was no patient involved.

Manufacturer narrative:
Additional information: lot number/UDI provided. Device manufacturing date provided. If information is provided in the future, a supplemental report will be issued.